Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca) of the left circumflex artery (lcx). Following predilatation with 2.0 nc balloon, a 2.50 x 24 mm synergy drug eluting stent was deployed. Post dilatation, a dissection occurred at the at proximal edge of the stent. The patient experienced chest pain. Another stent was deployed to cover the dissection and completed successfully the procedure. There were no further patient complications, the patient was stable and fully recovered post procedure.

Manufacturer narrative:
E1:(B)(6).